Manufacturer narrative:
Reason for inflammation and possible infection is unknown. Explanted devices information: p/n 10-21-3600 lot # 7011137821, p/n 10-40-3652 lot # 1058. Review of previous complaint show no infection related complaints with same lot of products. This may be an isolated event with these products ..with exact cause unknown.

Event description:
There was a concern of inflammation and possible infection with the patient. Surgeon performed washout of hip and cup side with antibiotic beads and a second procedure to remove heads and replace the head and the liner.